Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 411 mg/dl. The customer treated with the pump. Customer reported motor error and motor position encoder error. The customer reported motor error occurred during fill cannula. The customer reported the drive support cap to appear normal. The customer stated that he can rewind and prime the pump but he cannot bolus. The customer stated the pump has not been exposed to high magnetic field. The product was returned for analysis.

Manufacturer narrative:
The device was received with normal operating currents. Also, passed self-test, rewind test, basic occlusion test, prime test and displacement test. However, the device was received stuck in the motor error loop during bolus/basal delivery. Unable to confirmed encoder error alarm due to history file overwritten with alarms. The device alarmed due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.